Event description:
A customer contacted baxter's (B)(4) to report a system error 2240 (indicating air in the set) with the homechoice machine during dwell. During the time of the alarm, the patient was connected and there were open clamps on unused supply lines. The patient would use manual supplies and was advised to call the registered nurse within 24 hours. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis nurse (pdn), the pdn verified that the patient had no clinical symptoms develop as a result of this incident. There was no patient injury and no need for medical intervention. The patient has been fine and has been continuing therapy. No additional information was available. This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A batch review was not performed due to unknown lot number. Based on the information obtained during baxter's investigation, this incident was determined to be related to an open clamp on an unused supply line. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).